Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 365 mg/dl. The customer's mother gave patient an insulin through a syringe. The customer reported the drive support cap is loose. The customer stated that the device was not exposed to high magnetic field. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.